Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: underweight, opening curved on posterior, wear abrasion and red particles in the gel. A visual and microscopic analysis was performed which identified: sharp opening on posterior and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is:a sharp opening on posterior assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.